Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Lot/serial number information has not been provided to perform DHR review. Previous service history: mar2018. Complaint is not confirmed as no issue have been observed.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped on a patient. The date of the event was not specified. It was not known if there was patient injury or delay in surgery. Additional information has been requested but no further information has been received to date.